Manufacturer narrative:
Additional information: d9, g3, h3, h6. Two sealed ar-6527-07, atraumatic capsulecut blades, batch 15477984, were received for investigation. Visual inspection noted that the devices were sealed in both the outer and inner pouches. Upon opening the packaging, no issues were noted with the device's exterior. No problem found. The complaint allegation is not confirmed. Refer to the investigation photographs.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2025, it was reported by a sales representative via (B)(6) that an ar-6527-07 capsule blades are dull and aren't cutting tissue effectively. Noticed during a case with no patient effect. Additional information 12/5/25: malfunction occurred during a hip arthroscopy with labral repair and was able to complete case with capsule blades from a different lot number.